Event description:
This valve was explanted due to paravalvular leak confirmed by echocardiogram. Echocardiography performed three and six months postoperatively showed no evidence of pv leak; however, at one year follow-up, echo revealed "severe" pv leak. Additional info has been requested.

Event description:
Description of event: in 2000, a dr implanted a 33 mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 33ms-601) and performed a single coronary artery bypass procedure. Intraoperative transesophageal echocardiogram indicated "good seating" of the valve with no leak. It was reported that several months postoperatively, the patient had an ICD placed with no evidence of endocarditis from this procedure. The patient had a history of coronary artery disease, unstable angina, myocardial infarction, hypertension, and hyperlipidemia. In 2001, a dr explanted this valve due to paravalvular leak confirmed by echocardiogram. According to the information received from the surgeon, echocardiograms performed post-implant at three months and at six months showed no evidence of paravalvular leak. However, at the patient's one-year follow-up, "significant, eccentrically-directed" paravalvular leak was observed on echocardiogram. According to the explant operative report, the mitral valve was "only partially" incorporated with the patient's annulus. Additional information from the surgeon indicated that the fibrous region of the annulus (10 to 2 o'clock) was incorporated and the muscular region (2 t0 10 o'clock) had "patchy" incorporation. The area around the 7 o'clock position had "essentially no incorporation" and was the site of the paravalvular leak. A 33 mm mitral st jude medical mechanical heart valve (model 33m-101) was then implanted. No additional information was received.